Event description:
Customer reported an abo discrepancy on the galileo.

Manufacturer narrative:
Review of the images: sample (B)(4) was initially tested on plate (B)(4) for the aborh assay and on plate (B)(4) for the fwd_abo assay. The sample resulted on plate (B)(4) (column 3) as apos. Visually all wells appear to be scored correctly by the camera and all of the reactions match the end result. The sample resulted on plate (B)(4) (column 3) as abpos. Visually the anti-b well (well b3) shows a darker center of the well and a clearer outer ring. This well was scored as a 1+ ( 43 reaction strength) by the instrument. The sample was then re-tested on the galileo (using all of the same vials of reagents) on plate (B)(4) (column 4) for the aborh and (B)(4) (column 9) for the fwd_abo. On both plates, the sample then resulted as the expected apos. The anti-b well for these plates showed a smooth and consistently even well reaction and the darker center that was seen on plate (B)(4) (column 3) was not seen. Review of the images does not show any splatter around any of the wells on the plate. No other assays are showing these unexpected results. The sample was retested on the instrument using the same vials of reagent the unexpected results were not reproduced. Cannot rule out the sample as the cause of the unexpected result. Advised customer that per galileo operator manual, forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as group ab, or and rh (d) negative sample being interpreted as rh (d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history.